Event description:
Event description cpi received information that during an attempted implant procedure the implantable cardioverter defibrillator (ICD) and chronic endotak transvenous defibrillation lead system it was noted that the lead impedance was < 10 ohms when the system was tested with a 17 joule shock. Visual examination of the lead by the physician noted no abnormalities. The ICD and lead were explanted.